Manufacturer narrative:
First notification date: should have been jun 27, 2017 rather than jun 29, 2017.

Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was capped and replaced successfully. No additional information was available at this time.